Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked at the port. The issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured in september 2021. H10: the actual device was not available; however, a video of the sample was provided for evaluation.  Visual inspection was performed to the video using the naked eye which revealed a leak at the gamma radiated y connector. The reported condition was verified. The cause of the condition was due to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.